Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test and prime/ a33 test. Unit received stuck in motor error loop during bolus/basal delivery. Unable to verify e70 alarm in alarm history screen due to over written history file. The motor was tested outside 021 of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during device rewind process. Customer's blood glucose reading was 96mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.